Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged seeing visualization of particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged seeing visualization of particles in the device. There was no report of patient harm or injury. The manufacturer received new information alleging pneumonia, sinus infections, migraines. The patient also alleged taking antibiotics and inhalers.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to experience peumonia, sinus infections, migraines and the patient took antibiotics and inhalers in response to the event. Additional information was received and added to the report. The device was returned to the manufacturer's service center on (B)(6) 2023) for further evaluation. The device was evaluated on (B)(6) 2023). There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit scrapped.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to experience peumonia, sinus infections, migraines and the patient took antibiotics and inhalers in response to the event. The reported event of peumonia, sinus infections, migraines and its reported severity was reviewed by the manufacture's clinical expert. This event does not imply necessity to preclude a life-threatening injury or permanent impairment. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.   Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.